Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that ranged from 450 to high, exact value not provided. The cause of high bg was unknown. Customer delivered correction bolus to address high. Recommendation was made to consult with healthcare provider regarding diabetes management.